Event description:
In 2009, a computed tomography scan revealed symptoms of acute uncomplicated type b aortic dissection. At about 3 days later, the pt was implanted with gore tag thoracic endoprosthesis. The left subclavian artery was completely covered during the procedure. In the next day, the pt developed paraplegia of the left leg, and a spinal drain procedure was performed to relieve the spinal column pressure. At approx 10 days later, the spinal drain was removed. The pt tolerated the procedure and was discharged home about one week later.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.